Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the patient lost faith in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/6/14. Device evaluation: no defect was found; unable to duplicate the complaint. The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box and alarm history shows no evidence of any call service alarms on 07/18. Black box shows two unexplained loss of primes on 07/18; no other alarms were observed on the event date. An ezprime and 24hr duration test were successfully completed with no call service alarms or warnings being duplicated. Removed pump cover; no evidence of internal moisture or damage to the printed circuit board was observed.